Event description:
It was reported that there was an issue with the preloaded monofocal intraocular lens (iol). The incident involved a sudden expulsion of the iol from the injector, which was noted to have extreme nasal positioning. The patient returned for a post-operative appointment on (B)(6) 2025 and has since been referred for evaluation. Through follow up, we learned that the post operative notes indicated that the iol was unable to be centered correctly, there was a slight tilt nasally at the end. It was explained to the patient post operatively that the lens may not have been in the correct place (not central) and would need to be monitored. The patient was reported to have understood the situation. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section a2 (date of birth): (B)(6); customer only provided the year of birth. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - clinical code 4581: no code available (device dislocation) all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.